Event description:
It was reported by the patient that their device vibrated yesterday but they were not sure if they had an episode or if the device vibrated because they were on the phone at the time. Follow-up was attempted with the clinic to obtain additional information. Attempts to obtain additional information were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.